Event description:
It was reported during a permanent implant procedure, the patient's lead showed invalid impedances on all contacts. The lead was replaced with a new one and the procedure was extended by ten minutes. The issue was resolved.

Manufacturer narrative:
Results: the complaint for "invalid impedance" could not be confirmed. The lead was returned clear and undamaged and passed all functional tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.